Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for flashing display. Patient's blood glucose was unknown. Customer reported that insulin pump started beeping and has a white screen. Customer reported that she removed the battery and reservoir and it's still beeping. Customer reports display is solid white. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.